Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 22ga 1-1/4in experienced a broken needle, resulting in a serious injury with required medical intervention. Product defect occurred during use. The patient received a CT scan to identify the location of the broken cannula and was then surgically removed. The following information was provided by the initial reporter: in the course of exploratory abdominal paracentesis in the left iliac cavity with the medical device being reported, there is a sudden needle breakage on the base. An abdominal CT scan is performed with evidence of "on the left side, laterally to the descending colon, a foreign body with metal density corresponding to the paracentesis needle, with a length of 30 mm and thickness of about 3mm". The patient undergoes surgery to extract the part of the considered needle and hemostasis of the tools.

Event description:
It was reported that the needle 22ga 1-1/4in experienced a broken needle, resulting in a serious injury with required medical intervention. Product defect occurrred during use. The patient received a CT scan to identify the location of the broken cannula and was then surgically removed. The following information was provided by the initial reporter: in the course of exploratory abdominal paracentesis in the left iliac cavity with the medical device being reported, there is a sudden needle breakage on the base. An abdominal CT scan is performed with evidence of "on the left side, laterally to the descending colon, a foreign body with metal density corresponding to the paracentesis needle, with a length of 30 mm and thickness of about 3mm". The patient undergoes surgery to extract the part of the considered needle and hemostasis of the tools.

Manufacturer narrative:
The following field was updated due to corrected information: type of reportable events: serious injury.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/22/2020. H.6. Investigation: a device history record review was performed for provided lot number 190416. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, the cannula was observed broken at the hub component. Through microscopic examination, it appeared that the cannula was bent prior to the breakage. An additional twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were examined and functionally tested and no defects were observed. Although an exact cause for this incident cannot be determined at this time, based on the investigation results, it is possible that this incident resulted from an erroneous event during the handling of the product in the user environment. The cannula material is selected to reduce the risk of breakage; however, if the needle is bent while injecting, it is possible for breakage to occur.

Event description:
It was reported that the needle 22ga 1-1/4in experienced a broken needle, resulting in a serious injury with required medical intervention. Product defect occurrred during use. The patient received a CT scan to identify the location of the broken cannula and was then surgically removed. The following information was provided by the initial reporter: in the course of exploratory abdominal paracentesis in the left iliac cavity with the medical device being reported, there is a sudden needle breakage on the base. An abdominal CT scan is performed with evidence of "on the left side, laterally to the descending colon, a foreign body with metal density corresponding to the paracentesis needle, with a length of 30 mm and thickness of about 3mm". The patient undergoes surgery to extract the part of the considered needle and hemostasis of the tools.